Event description:
The iab leaked. The iab was removed. Another was not inserted. On 4/30/97, datascope was notified that the iab was probably discarded and would not be returned for evaluation. Event complications: none from the event - reported 12/10/96. Patient's current status: in ICU - rpt'd 12/10/96.